Manufacturer narrative:
Continuation of d10:product ID: a820, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal duramorph via an implanted pump for non-malignant pain. It was reported that the patient was having issues delivering the medication with the pump and it took 30 minutes to deliver the bolus since a month ago. The personal therapy manager (ptm) would get stuck at 80% and 90%, but she was told that was normal the last time. The patient reported that the communicator had to be charged at least three times a day for like a month and a half. The communicator was not holding a charge. The patient charges the handset every night and the handset would not be fully charged and when they unplug the handset, the handset was at 75% charged. It was also mentioned that the patient was in the hospital in and out for seizures and stuff and she was not able to use the ptm at the hospital because they didn't let her use it. It was noted that the patient gets a bolus a day and has morphine or duramorph medication in the pump. While on the call, the patient took a bolus, but now she was getting the option to do another bolus. The patient asked why that happened. Her healthcare provider (hcp) told her to call mdt and have the devices replace. The agent reviewed lockout information and recommended the patient speak with the hcp office regarding the lockout. The agent assisted the patient with clearing the data. The agent asked the patient to connect with the handset and the handset showed tutorial screen. The agent assisted the patient with completing the tutorial and with clearing the data. The issue was not resolved through troubleshooting. A request was sent to the repair department to replace the handset and communicator device. The patient inquired why they were getting another bolus when they just had one. The agent reviewed device function and recommended the patient consult with the healthcare provider office for next steps. Additional information was received from a consumer on 2025-05-20 and it was reported the patient did not receive the shipping label to send the defective equipment back. Request sent to repair.